Event description:
It was reported that noise, inappropriate mode switching and a decrease in biventricular pacing percentage was noted on the atrial lead during remote monitoring. Atrial lead dislodgement was confirmed. The atrial lead was successfully explanted and replaced. The patient was stable before, during and immediately after procedure.

Manufacturer narrative:
The reported events were lead dislodgement and noise. A complete lead was returned in one piece with helix retracted and clogged with blood. After cleaning, the helix could be fully extended and retracted by applying torque to the connector pin. The full helix extension length was within specification. The reported event of noise was confirmed. An external insulation abrasion was found proximal to suture tie region breaching the outer insulation and exposing the outer coil. The cause of the reported event of noise was due to exposure of the outer coil in the abrasion region consistent with friction to the device can.